Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined however based off of the reported event, relating to the revision surgery, part of a 'wrench' was found within the 'central lock' and it is therefore considered that this may have caused the reported event. However, without any xrays or products returned, this cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown liner item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. Unknown stem item# unknown lot# unknown g2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial surgery. Subsequently, after training on the ergometer in rehab, suddenly heard a creaking noise, followed by pain in the right hip. Radiological examination revealed an inlay dislocation. Revision surgery was performed 18 days post implantation. Due diligence is in process and no further information on the reported event has been provided.

Event description:
It was reported that the patient had an initial hip surgery, subsequently, after training on the ergometer in rehab, suddenly heard a creaking noise, followed by pain in the right hip. Radiological examination revealed an inlay dislocation and then, one month post implantation, underwent a revision surgery during which a metal part was found in the central lock of the allofit cup, which had broken off from the wrench for the central lock. As a result, the inlay could not be inserted correctly and did not fit properly into the metal back. During the revision surgery, the metal part was removed, and a new inlay was inserted. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, d1, d6b, d10, g3, g6, h2, h6, h10, h11. D6b. Explant date should be removed (this product was not explanted). D10.unknown durasul inlay item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. Unknown wrench item# unknown lot# unknown.